Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. The transmission showed the implantable cardiac monitor exhibiting undersensing of a tachycardia rhythm during a noise reversion mode. The device was scheduled for continued monitoring. There were no adverse consequences to the patient.